Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt.

Event description:
The pt's admitting diagnosis was for renal stenosis. The target lesion was the right renal artery. Vessel characteristics were unremarkable. It was unk if it was chronic total occlusion. There was no difficulty experienced when removing the product from the packaging. No kinks or other damages were noted prior to inserting the product into the pt. The device was prepped normally. The contrast media used during the procedure was visipaque 320 with a ratio of 60% saline 40% contrast. An encore indeflator was used. The same indeflator was used successfully with a 6 x 2 sterling balloon just minutes before stent deployment. No resistance/friction was felt with any other devices used during the procedure. The vessel was pre-dilated prior to stenting. No difficulty was experienced while advancing the balloon catheter through the vessel. No difficulty tracking through the vasculature was experienced. The catheter did not go through any acute bend. The balloon inflated up to 10 atms without difficulty. No leakage was noted from the balloon or shaft. The maximum inflation pressure was 10 atms. The balloon maintained pressure during inflation, although it was only inflated for a few seconds. The balloon appeared to deflate normally. It was unknown if the balloon re-wrapped properly. The balloon catheter did not kink while being used. While the balloon catheter was being removed, it felt as if the balloon got "stuck" to the stent and had to apply double negative pressure with a 20cc empty syringe. The physician had to rock the balloon gently back and forth to remove it. The physician was able to deploy the stent in the right renal artery. There was no pt injury. The pt is in stable condition.